Event description:
The rptr indicated that during a routine follow-up, the device was afunctioning fine. The pt went and subsequently received a shock. The pt was asked to come back since he was asymptomatic and does not have a history of slow vt. When the pt came back, the rptr was not able to interrogate the unit. He was sent home with a scheduled appointment.